Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. The reported allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due placement difficulty. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due placement difficulty. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.